Manufacturer narrative:
The device was sent to (B)(4) and a full investigation was performed. Customer purchased device on (B)(6) 2010. The root cause for the break of the joint pin was mechanical overload. Labeling instructions for use was reviewed and round to be adequate. Rwgmbh considers this matter closed. If we received add'l info according the event, we will provide FDA w/follow-up info. No record of this device being purchased from (B)(4). ((B)(4)). No record of any service performed on device (performance check, routine maintenance or repair).

Event description:
Richard wolf (B)(4) ((B)(4)) was notified that during a procedure the jaw broke off in patient. Broken jaw was retrieved, however, a small set screw was lost. Patient was x-rayed and a search for the foreign objects was performed. X-ray revealed no foreign objects remained in patient. The facility had backup device available and was able to complete the procedure. No injuries to patient or staff were reported.